Event description:
Customer reported that she had unexplained high blood glucose. Customer went to the emergency room and was hospitalized due to high blood glucose. Customer's blood glucose reading at the time of the emergency room visit was unknown. Customer stated that she has no delivery alarms prior to hospitalization. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarms during displacement test due to excessive motor axial play. Unable to perform prime, basic occlusion, occlusion and excessive no delivery alarm test due to prime alarms. Cracked reservoir tube lip, missing end cap sticker and scratched reservoir tube window noted during visual inspection.